Event description:
It was reported that the event occurred in the cath lab. The indication for intra-aortic balloon pump (iabp) therapy was reported as cardiac ischemia. The intra-aortic balloon (iab) was prepped and the md inserted the iab via a sheath and into the patient's femoral artery. The fiber optic sensor (fos) was not recognized by the pump and it was reported that another pump was tried and again the fos was not recognized. Additional information received on (B)(4) 2013 stated that the perfusionist did hear the click; the pump did not recognize the catheter. The fos did not work prior to insertion. The patient did not receive iabp therapy using this iab. The patients outcome is that the patient was sent to the intensive care unit (ICU) after finished in the operating room. Updated information received on (B)(4) 2013 per the sales rep's conversation with the perfusionist reported that anchor iab was retrieved and inserted and it worked as it was supposed to.

Manufacturer narrative:
(B)(4).